Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse tested the unit with trainer, balloon and fiber optic module. The unit auto-zeroed and displayed the waveform with indices. The fse then, verified the unit calibrated and passes all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was not reading the pressure. There was no patient harm and no adverse event was reported.